Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump was intermittently hot to touch. The customer performed cartridge changes to address this issue as the customer was worried about insulin degrading within the cartridge. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.